Event description:
As reported by the user facility: "pt receiving pegaspargase IV chemo infusion which was started at 14:00 was to run over 2 hours. Pump set at 70ml hour. IV checked at 15:15 and the fluid had infused. No harm to pt." (B)(6) 2013 - after 2 attempts to contact reporter, she did call today, provided her email, stated the pump property # is (B)(4). She states biomed dept at the facility pulled the history from the pump. MFR ref # 9610825-2013-00220.